Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported material rupture could not be determined. The reported activation failure appears to be related to operational circumstances. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections; d9 - device available for evaluation updated from yes to no. H6 - medical device code 3270 was added.

Event description:
It was reported the procedure was to treat a non-calcified lesion in the right coronary artery (rca). The 2.50x23mm rx xience alpine stent delivery system (sds) was advanced to the target lesion however when attempting to inflate the balloon, the stent did not deploy due to loss of pressure in the balloon. Two unsuccessful attempts were made to inflate the balloon therefore the sds was removed with the stent intact on the balloon. The procedure was completed using a similar device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.